Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was kinked the following information was received by the initial reporter with the following verbatim it was reported by a customer that the syringe tubing and lodged within the IV clave. They were unable to remove it, which ultimately required the entire clave to be changed on a pediatric IV. Also, the tubing is tightly coiled within the packaging, and when opened quickly, it tends to become tangled and difficult to unravel. This creates delays and frustration during patient care.